Event description:
The registered nurse (rn) contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv), which occurred on the homechoice (hc) during use. The rn stated that on the (B)(6) 2011, the patient drained out 3800ml. The patient's fill volume equaled 2000ml. The patient experienced shortness of breath and had to go to the hospital. The doctor wanted the hc swapped. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2011, regarding the reported increased intra-peritoneal volume (iipv). The pdn stated that the patient has been continuing therapy successfully on their new cycler. The pdn stated the patient has not reported any other symptoms or drain volumes meeting iipv criteria. The pdn did report that the patient went to the hospital when they experienced the shortness of breath, but no patient injury was reported. Product surveillance contacted the pdn on (B)(6) 2011, for further information regarding the patient going to the hospital. The pdn stated that the patient went into the hospital due to shortness of breath. The pdn stated the hospital drained the patient to resolve the symptoms. The patient was released from the hospital the next day. The pdn stated the patient has been continuing therapy successfully since then. The pdn could not provide any additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv) and the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This complaint for increased intra-peritoneal volume (iipv) was confirmed based on the reported drain volumes; however, based on the information gathered during baxter's investigation the root cause is undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified during evaluation that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.